Manufacturer narrative:
B1 (is product problem) has been ticked to capture the malfunction codes as this omitted from initial medwatch submitted. D1, d4 (serial & catalog) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of an impella 5.5 the patient became febrile and received empirical treatment for a urinary tract infection. After experiencing ventricular tachycardia, the patient received intravenous amio. Proper positioning of the pump was confirmed after the patient experienced hemolysis. Later, the pump was explanted and the patient survived.

Manufacturer narrative:
No product was returned for evaluation. The root cause of the fever, tachycardia, and thrombosis was unable to be determined due to insufficient clinical details. The cause of the hemolysis could not be determined as no product was returned for evaluation and limited clinical details were provided. The cause of the pump flow saturation cannot be determined as limited clinical details were provided and no product was returned for evaluation. The device passed all post-sterile inspection checks.